Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported an intermittent "low ma" messages. No injuries were reported.